Event description:
Our vns country representative in (B)(4) was contacted by a vns treating physician reporting that they could not interrogate one of their vns pt's in (B)(6) 2010, the pt came for a visit due to increased seizure activity. The visit was the first one since 2002 and they couldn't communicate with the generator. Most likely due to eos. The pt's seizures are reported to be an increase in seizure frequency after the pt was told that her generator may be at end of battery life. No further programming history is available to perform and accurate battery life calculation to determine this. The pt will be sent for generator replacement surgery. Surgery has not been scheduled at this time.